Manufacturer narrative:
Analysis was completed for the image acquisition system (ias) computer, but the reported complaint was unable to be confirmed. The ias computer passed the bench test. The os and ias application loaded successfully, the time/date check was good, and a virus scan was done. The ias computer was installed in a test system. Motion, generator, charging and communication were ready. An invalidate home, fluoro gain calibration and rad gain calibration were also performed successfully. 2d and 3d images were acquired successfully. There was no problem found with the returned ias computer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that the image acquisition system (ias) computer was intermittently shutting down on its own, causing the imaging system not to fully boot. The ias computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. The ias computer was received by medtronic but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that after the system booted up, the image acquisition system (ias) pendant displayed "initializing please wait" for about 20 minutes. The manufacturer representative (rep) unplugged the ias from the mobile view station (mvs) to try to force the ias into standalone mode but it remained initializing. The rep re-connected the mvs and ias and rebooted the system with no resolve. They also tried to invalidate home with no changes. The rep then tried to reboot each system separately by unplugging the ias from the mvs and the ias was able to fully boot. They reconnected the ias and mvs and were able to use the system in the case. After the case, the rep rebooted the system to see if the "initializing please wait" would reoccur but it would not replicate. No patient was present at the time of the event.